Event description:
I noticed a grinding or knocking noise from inside the balloon pump while I was caring for the patient. It was an intermittent sound and when it did make the sound the arterial line/balloon waveform changed. A different pump was obtained and put on the patient. There were no changes in his vital signs with the change in the balloon pump. Assistant nurse manager (anm) was also notified of the issue. Replaced motor control board after checking out the device.